Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. During the diagnosis procedure issue occurred and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry system kept restarting intermittently. Review of system logfiles confirmed the malfunction of geometry errors and warnings. Upon troubleshooting, fse identified that the issue was caused by a network interruption from the hospital network. The philips engineer implemented cisco firewall. After implementation of cisco firewall, the system was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry system kept restarting intermittently. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.